Event description:
During coronary artery bypass grafting on an elderly male, the needle of the 5-0 prolene c-1 broke off within the right ventricular wall. This could not be retrieved as the patient had already been decannulated. The surgeon decided to leave the needle within the right ventricular wall. The surgery proceeded with no further complication and patient remained stable.